Event description:
On (B)(6) 2022, neotract was made aware of a patient with a past medical history of pulmonary embolism that received a prostatic urethral life (pul) procedure on (B)(6) 2022. Prior to the pul, the patient's aspirin was held for five days. Post procedure, it was reported that the patient experienced three episodes of right lower quadrant abdominal pain and hypotension. The patient was transferred to the hospital following the procedure and received a blood transfusion and embolization to control bleeding. On (B)(6) 2022, the patient experienced acute shortness of breath and was diagnosed with a pulmonary embolism, and he underwent a second embolization procedure that night, with additional transfusion. On (B)(6) 2022, the patient resumed his aspirin, and on (B)(6) 2022, the patient rebled, requiring a third embolization procedure that evening. The patient is under observation, and no discharge date was provided at this time.